Manufacturer narrative:
Alleged failure: initial settings of the monitor are being switched automatically during surgery and the view becomes black probable root cause: cables; connectors; digital board; power supply; filter / fuse; ac inlet board; main board; transition board; intermittence between transition board and ch connector; software; scope; light source ¿ camera head (sensor, sensor cable); coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring); extension cable; intermittence while using rf devices (ex: valleylab); problem toggling light source or from camera head; connected monitors; leaking; use error; poor grounding. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the settings on the monitor are being switched automatically during surgery and the view becomes black.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the settings on the monitor are being switched automatically during surgery and the view becomes black.